Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the monitor lost video feed. The connection on the monitor was checked and the intubation was attempted again; however, the issue persisted resulting in a delay to treatment. The procedure was successfully completed using a different laryngoscope system which was made available in an unspecified amount of time. Upon following up with the customer for additional information, they provided a report indicating the incident occurred on (B)(6) 2022 and minor patient harm was sustained; however, no information was provided indicating that it was directly related to the reported device malfunction.

Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned glidescope go monitor and was able to confirm the reported image issue. When connecting the reported glidescope go monitor to known, good, test verathon equipment, the tsr observed that the image flickered due to a malfunction of the hdmi connector. The customer's monitor failed verathon's device functionality testing. Upon completion of the evaluation, the hdmi connector was replaced and the monitor was returned to the customer. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.